Event description:
I received the product magic mesh for (B)(6). The product contains magnets that automatically "close" the door after passing through the mesh. The problem I have is that when standing too close or sometimes when passing through the mesh it causes my implanted pacemaker/internal cardiac defibrillator to malfunction sending out an audible alert tone. This happened multiple times over several days. I needed to make a visit to the cardio lab for testing of the pacemaker. Everything checked out okay, thank goodness. It was very disconcerting. There is no waring label on the box or in the instructions to warn users of this problem. I was lucky. The next user may not be. I've taken the product down and am not using it. I've sent emails to (B)(4) which is the listed distributor. (B)(4).